Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient implanted with a cage. Pre-operative diagnosis for this procedure was that the cage of l4/5 backed out. It was reported that after performing plif between 2 intervertebral, the cage at the right side of l4/5 backed out toward posterior and pain developed. Pedicle fracture of the left l5 was confirmed during the removal operation, the screw at l5 and the backed out cage were replaced. No further complications reported. Implant date: (B)(6) 2020. Explant date: (B)(6) 2020.